Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported malfunction. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone18.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that the pod battery exploded and then it started leaking orange material. The patient removed the pod and discarded it. Blood glucose levels was reported to be greater than 250 mg/dl. It was reported that the pod was not hot prior to this event and no damage was noted on the pod.